Event description:
It was reported that during equipment testing conducted at the user facility after the sterilization process that the trigger would stick. The device was returned to the manufacturer for evaluation, where it was reported that during testing the device would run on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.